Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became entrapped on the guidewire. During a femoral artery thrombectomy procedure, an angiojet® solent¿ omni catheter was being advanced over a zipwire hydrophilic guide wire when the angiojet became stuck to the zipwire. The two devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solvent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and there were no irregularities noted. Functional testing was performed by placing a 0.035 guidewire in the tip of the device the guide wire extended through the catheter and out the through the seal hub. There were no defects found. The device primed and pumped, ran the device through the priming stage and then operated the device for 30 seconds in the thrombectomy mode. The solent omni was aspirating and the device was running at 10.39kpsi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter became entrapped on the guidewire. During a femoral artery thrombectomy procedure, an angiojet® solent¿ omni catheter was being advanced over a zipwire hydrophilic guide wire when the angiojet became stuck to the zipwire. The two devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.